Manufacturer narrative:
Analysis of the system 9733560 fusion em (serial #: (B)(4)) found that is passed the work order. Analysis of the system 9733320 axiem integrated 4 port (lot #: 0200041493) found a confirmed axiem emitter failure. The emitter and axiem box had a communication error. Em interface showed a fault on coils 1 through 9. The -5 volt supply also showed a fault. Product event summary #axiem and emitter not detected. Other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the axiem box and emitter were not detected. No patient present.